Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the complaint of invalid impedance was confirmed. As received lead was examined under the microscope revealed all broken wires approximately 20 cm from the stim end. When align with a swift lock anchor, the breakage correspond to the distal end. The damage is consistent with overstress conditions caused while the lead was present in patients body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) lost stimulation. In turn, the patient underwent surgical intervention. Intra-op lead testing revealed invalid impedance measurements. As a result, the physician and the patient electively decided to explant and not replace the scs system. Concomitant product: the implant date for the following device is unknown: model: 3608, scs ipg.